Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 3.18e. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. No pump error 79, pump error 2 or pump error 63 noted during testing. No motor anomaly or displacement anomaly noted. The motor was tested outside of the unit and passed. Pump trace download confirmed unit alarmed pump error 63 (variable 9) due to software error. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit uploaded properly using carelink. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Medtronic received information that pump error 79, pump error 2, pump error 63, exposed to magnetic field or MRI occurred. There was no adverse impact or consequence reported as a result of this event.